Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that a membrane failure was detected during cardiopulmonary bypass. The perfusionist reported about the failure of the oxygenator eight (8) minutes after it was started. The connection of the oxygen supply to the oxygenator was checked and the air and oxygen tubes were switched to a different supply from the one they were using, (checking that it provided an air flow of 10 liter (l) and an oxygen flow of 100) but still did not oxygenate. As this occurred in the first few minutes of cardiopulmonary bypass, the oxygenator was replaced with another oxygenator, which proved effective. During the change out, the arterial line and the pre-membrane were affected and replaced along with the new oxygenator. The surgery was successfully completed, and as a result of the oxygenator change, they required an additional 500 milliliters (ml) of blood. No consequence or health impact to patient. There was a short delay of a few minutes before the procedure was able to continue.